Event description:
It was reported that the haptics of the preloaded intraocular lens (iol) came out of the cartridge very bent, but the iol could be implanted. Through follow-up, we learned that the iol was successfully implanted without complications due to the surgeon experience. The surgeon provided a little assistance to help the iol to unfold, and afterwards, it unfolded by itself. The iol remains implanted. No further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information section h3 - device evaluated by manufacturer? Yes device evaluation: a photograph provided by the customer was evaluated. The photograph displayed the suspect lens inside the patient's eye observed to be folded in half. Due to no product being received, no further evaluation could be performed and no further issues could be identified. The complaint issue "unfolding issue" was identified during photograph evaluation; however, the complaint issue "haptic damaged" was not identified. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.